Manufacturer narrative:
Correction - h6 (device code, method code 2, results code, conclusion code) the reported event could be confirmed, based on available medical records and assessment of health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows some mild radiolucence and small cavities around it but neither loosening nor migration is confirmed. Talar component shows radiolucence and specifically anterior cavities around the component. Loosening can be confirmed, but no clear migration. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cavities around tibial and talar components. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components. The patient is undecided if they want a revision and will continue to be monitored.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components. The patient is undecided if they want a revision and will continue to be monitored.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.